Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for essential tremors, movement disorders. It was reported that the patient had an MRI done yesterday and they were not able to adjust stimulation on their right side afterwards. They reported seeing the upper limit screen. Patient services reviewed what upper limit screen was and redirected the patient to follow up with their hcp. They stated the MRI was related to the device because it was of their brain. The call was disconnected and another agent followed up with the patient and they stated that their rep had decreased the stimulation before the MRI, now the patient can¿t adjust it after the MRI. Therapy was on/ok and they were still getting the upper limit screen. There were no further complications reported.